Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the right ventricular lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. 1 ventricular non-sustained tachycardia episode where the average v-cycle was 210 ms occurred on (B)(6) 2011 15:31:47. 3 ventricular fibrillation episodes where the average v-cycle was 210 ms occurred between (B)(6) 2011 15:15:26 and (B)(6) 2011 10:52:50. Analysis also revealed interference/noise and a ventricular short interval count of 16 counts avg/day, in 63.75 days, between (B)(6) 2011 21:01:26 and (B)(6) 2011 13:57:43.